Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, post-sensed t-wave oversensing was observed on the device. Technical support suspected premature ventricular contractions to be the cause of the event. An adjustment was made to the patient's medication to resolve the event. The patient was in stable condition and will continue to be monitored.